Event description:
The customer returned the gastrointestinal videoscope without unspecified malfunction. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube was buckling; the adhesive on the bending section cover had a crack; the adhesive around light guide lens had a crack; the adhesive around objective lens had a chip; the plastic distal end cover had a dent; due to wear of the angle wire, the play of the upward/downward angulation control knob is out of the standard value; the plug unit was damaged; the suction cylinder had no color; the grip had a scratch; the grip packing ring was loose and due to wear of scope cover, water tightness was lost. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope cover. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.